Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full) schedule on (B)(6) 2019). At the time of the report, the fallopian tube perforation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, psychological trauma, bladder disorder and urinary tract infection outcome was unknown and the fatigue, hormone level abnormal, headache, nausea and weight increased had resolved. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, psychological trauma, urinary tract infection and weight increased to be related to essure. The reporter commented: essure removal date provided as (B)(6) 2019 hysterectomy(full). Complications during removal surgery? Other. Type of additional surgeries. Other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event "injury" updated to "dysmenorrhea (cramping)",events "pelvic/ abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), psych injury, perforation fallopian tubes, bladder problems, uti., fatigue, hormonal changes, headaches, nausea, weight gain", patient's demographics were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (batch no. 624491) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multiparous. Previously administered products included for an unreported indication: depo-provers from 2002 to 2005. Concurrent conditions included obesity. Concomitant products included ibuprofen. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain upper ("upper abdominal pain"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy(full) scheduled on (B)(6) 2019). At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, psychological trauma, bladder disorder, urinary tract infection and abdominal pain upper outcome was unknown and the fatigue, hormone level abnormal, headache, nausea and weight increased had resolved. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, psychological trauma, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion date - (B)(6) 2007. Complications during removal surgery?- other. Type of additional surgeries- other. Discrepancy noted in essure removal - as per previous version, essure was scheduled for removal on (B)(6) 2019 while in the current version, it is stated that, the patient did not have essure removed, however is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-may-2020: extension of expected date of next report product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multiparous. Concurrent conditions included obesity. Concomitant products included ibuprofen. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain upper ("upper abdominal pain"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy(full) scheduled on (B)(6) 2019). At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, psychological trauma, bladder disorder, urinary tract infection and abdominal pain upper outcome was unknown and the fatigue, hormone level abnormal, headache, nausea and weight increased had resolved. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, psychological trauma, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion date - (B)(6) 2007 and (B)(6) 2007 complications during removal surgery?- other type of additional surgeries- other discrepancy noted in essure removal - as per previous version, essure was scheduled for removal on (B)(6) 2019 while in the current version, it is stated that, the patient did not have essure removed, however is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received: reporter information, medical history and concomitant drug was added. New event "dyspareunia (painful sexual intercourse), upper abdominal pain" were added. Severity of event "pelvic pain" updated as "severe". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (batch no. 624491) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multiparous. Previously administered products included for an unreported indication: depo-provers from 2002 to 2005. Concurrent conditions included obesity. Concomitant products included ibuprofen. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain upper ("upper abdominal pain"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient would be treated with surgery (hysterectomy(full) scheduled on (B)(6) 2019). At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, psychological trauma, bladder disorder, urinary tract infection and abdominal pain upper outcome was unknown and the fatigue, hormone level abnormal, headache, nausea and weight increased had resolved. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, psychological trauma, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion date - (B)(6) 2007 and (B)(6) 2007 complications during removal surgery? Other. Type of additional surgeries other. Discrepancy noted in essure removal - as per previous version, essure was scheduled for removal on (B)(6) 2019 while in the current version, it is stated that, the patient did not have essure removed, however is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-apr-2020: plaintiff fact sheet was received. Lot number, historical drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (batch no. 624491) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multiparous. Previously administered products included for an unreported indication: depo-provers from 2002 to 2005. Concurrent conditions included obesity. Concomitant products included ibuprofen. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain upper ("upper abdominal pain"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea (""dysmenorrhea" (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy(full) scheduled on (B)(6) 2019). At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, psychological trauma, bladder disorder, urinary tract infection and abdominal pain upper outcome was unknown and the fatigue, hormone level abnormal, headache, nausea and weight increased had resolved. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, psychological trauma, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion date - (B)(6) 2007 complications during removal surgery?- other type of additional surgeries- other discrepancy noted in essure removal - as per previous version, essure was scheduled for removal on (B)(6) 2019 while in the current version, it is stated that, the patient did not have essure removed, however is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Lot number:624491 manufacturing date: 2007-05 expiration date:2009-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.